Event description:
The manufacturer received information alleging a ventilator does not power on. The device was not in pt use. The ventilator was returned to the manufacturer for evaluation, and the customer's complaint was confirmed. The device's power supply was replaced to address the issue. The malfunction of the power supply would result in the failure of the device to operate on ac power or to charge it's internal battery. This particular malfunction for the power supply has only been reported on devices that are being sold internationally for use with 220 volt power sources. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.